Manufacturer narrative:
A ge service representative performed an on-site investigation. The service representative replaced the steering couple, reseated the fuses and the connectors on the power distribution circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system would not x-ray. No patient injury was reported.